Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). This submission is a supplemental to 3004753838-2024-293382. Submitting as an initial due to the an error in the receipts of the initial submission. B5 describe event or problem - correction. D4 catalog no - correction. H2 type of follow up - correction. H5 labeled for single use - correction.